Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11727. It was reported that the patient presented remotely with noise on the right ventricular and right atrial leads. No resolution was reported, and the patient was stable.

Event description:
New information received on 12aug2019, indicates that the patient presented on (B)(6) 2019 for an explant procedure. It was noted that the leads were twisted together due to twiddler's syndrome. The leads were explanted and replaced. The patient was stable before, during, and after.